Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, and hives that extended beyond the patch perimeter. The area was prepared with alcohol before placing the sensor on the body. A widespread erythema with hives can be observed in the photo provided. Despite treating it with an over-the-counter calamine lotion and cold compress the skin reaction appears to be extending further down the arm with the rash well beyond the sensor patch. There was no documentation of medical intervention. At the time of the report, patient condition was unspecified. Dexcom technical support attempted to follow up with the patient via email to obtain further details and clarification regarding the incident. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.